Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a ¿less than lunch¿ meal announcement, the user experienced hyperglycemia with a peak blood glucose of 327 mg/dl and sustained levels above 180 mg/dl for approximately three hours; device tubing was primed with visible drops and a recent supply change had no issues, and no alerts for prolonged severe hyperglycemia occurred. Symptoms included hyperglycemia without loss of consciousness, dizziness, or signs of diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention. Investigation included review of device data and user interaction-based troubleshooting and education. Investigation of this case revealed that the device delivered insulin and supplies functioned as intended, and the episode was likely related to meal dosing selection that did not match carbohydrate intake. It was concluded that the event was due to use-related factors rather than a device malfunction, and user re-education and training were arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed. Case closed.